Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, end user has been cathing since he was (B)(6) and when he puts the lubrication on the cath and inserts nothing comes out. He then removes the catheter and then realizes there are no eyelets. EU has about 50 caths that don't have eyelets that he has used. End user gets them from j&b and will get his next shipment the first of the month of 260 and caths 6-10 times a day.